Manufacturer narrative:
B3 - date of event - the date of event is unknown, and (B)(6) 2025 has been used as a placeholder. D4, g4: model number is not sold in the us but similar device is sold under model b33372. This product was used for the product code, and 501k. The investigation is pending completion. Upon completion of the investigation a supplemental MDR will be submitted.

Event description:
A complaint was received regarding a 28 cm (11") add-on set w/2 check valves, vented cap, non-dehp that experienced disconnection. The following issue was reported by the customer: ¿while unscrewing the cap from one of the lines , the line disconnected ¿. There was unknown patient involvement, unknow adverse event/human harm. Update: " different parts of the device have a gluing problem. " the customer stated no more additional information on the incident is available.

Manufacturer narrative:
Although the device was requested multiple times to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined. If additional information becomes available, supplemental vigilance report(s) will be filed at that time. Corrected information can be found in h6 component codes.